Event description:
Report received of an independent rate change. In the outpt unit, the pump was programmed to deliver an unspecified concentration of zometa at a rate of 200ml/hr with a volume to be infused (vtbi) of 100ml. The infusion was started and "approx 2 minutes later" the pump sounded an unspecified audible alarm. The nurse powered the pump off and then powered the pump on again. Reportedly, after the pump was powered on, the nurse noted the original rate of 200ml/hr appear in the display and "right before my eyes" the numeric rate began to increase. The device was removed from clinical service and the therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.